Event description:
It was reported the patient underwent a primary total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to a low grade skin infection at the wound site. The wound was irrigated and the polyethylene bearing was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4).